Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify how the device did not make the "correct anastomosis"? You have stated "it was done half the anastomosis". Was the staple incomplete (staples missing from the staple line)? What was the shape of the staples (b-formation, irregular, unformed)? What type of surgery? What was the reason for the surgery? What is the current status of the patient? Was there any harm in the patient?, if so, please describe. Actions the doctor made to prevent, avoid or correct any harm to the patient. Actions the doctor performed to avoid complications in the patient.

Event description:
It was reported that during a resection procedure, the doctor fired and the staple didn't come out. It appeared to be locked. If it was done strongly it would damage the tissue. Therefore, it was closed and reopened and then it came out easily but the device did not make the correct anastomosis even when they left the 2 rings. It was done half of the anastomosis. Another like device was used to make a second anastomosis. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # p55585. Device evaluation: the analysis results found that the cdh25a device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.